Event description:
On (B) (6) 2009, the sales representative was inspecting the kit and noticed the prongs were bent. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event was a kit inspection. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending.